Event description:
A nurse reported that during the intraocular lens (iol) implant procedure, noticed problems with the unfolding of the two haptics of the lens. Lens remained in the eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Additional information: the complainant indicates the use of non-company viscoelastic, which is not qualified for use with associated model, this is not a qualified company product combination. The root cause for the reported complaint could not be determined. No product was returned for analysis. The surgeon states the use of non-qualified viscoelastic. The use of an unqualified ophthalmic viscosurgical devices (ovd) may cause damage to the lens and potential complications during the implantation process. Close adherence to the instructions for use (IFU) provides the best opportunity for optimal delivery. Possible associated factors may also include: excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. Use of the delivery system at operating room temperatures outside of the recommended range of 18 degrees celsius (64-degree fahrenheit) to 23 degrees celsius (73-degree fahrenheit). Ovd should be allowed to come to operating room temperature over a 20-minute timeframe prior to use. If the operating room temperature is too high (> 23 degrees celsius / 73-degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).